Manufacturer narrative:
Correction: h2 should have additional information and device evaluation marked. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. Further analysis performed found no anomaly, the device being able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was implanted but could not be interrogated during the case. Multiple trouble shooting methods were performed to attempt to interrogate the vlp such as repositioning electrodes and switching outlets, programmers, and link modules, however, was unsuccessful. The vlp was removed and a second vlp was used. The second vlp was implanted and was also having trouble connecting to be interrogated. The programmer was moved to another location and the vlp connected and was successfully interrogated. There were no patient consequences.